Manufacturer narrative:
A voluntary medwatch was received and the following event was reported. The patient had an inferior vena cava placed eight days ago. Five days after the implant, the patient began to have chest pain. Diagnostic work-up was started. A CT revealed sub-segmental right lower lobe pulmonary embolism and ivc filter in the right ventricle. The patient was transferred to another hospital where cardiac surgery was available to assist with removal of the ivc filter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Event description:
As is reported by an affiliate, an optease vena cava filter was placed from jugular approach in the patient's inferior vena cava. The retrieval hook was placed towards the superior vena cava. Eight days after the procedure, the patient had chest pain after using the bathroom. A CT of the chest was performed and showed the ivc filter in the patient's right atrium. The patient was transferred to a different hospital where the filter was retrieved by a cardiothoracic surgeon via open heart surgery. The patient is fine and was discharged after open heart surgery. The patient had no problems in the days between filter implantation and filter dislodgment.

Manufacturer narrative:
As is reported by an affiliate, an optease vena cava filter was placed from jugular approach in the patients inferior vena cava. The filter was placed upside down on purpose because the patient had groin lymphedema related to terminal cancer. The physician did not want to retrieve the filter from the groin. The retrieval hook was placed towards the superior vena cava. Eight days after the procedure, the patient had chest pain after using the bathroom. A CT of the chest was performed and showed the ivc filter in the patient's right atrium. The patient was transferred to a different hospital where the filter was retrieved by a cardiothoracic surgeon via open heart surgery. The patient is fine and was discharged after open heart surgery. The patient had no problems in the days between filter implantation and filter dislodgment. Additional information received from a voluntary medwatch states that a CT revealed sub-segmental right lower lobe pulmonary embolism and ivc filter in the right ventricle. The original thrombus came from a leg dvt. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without product return or procedure films, the complaint could not be confirmed. The constrained filter is supplied in a plastic storage tube, which is to be loaded as a system into the sheath introducer hemostasis valve. As per the instructions for use (IFU), the storage tube is printed with colored arrows and text (femoral: green; jugular/antecubital: blue) to indicate the correct orientation. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The vena cava filter is used to trap thrombus. The right lower lob pulmonary embolism may have been related to the patient's previously diagnosed dvt or thrombus may have escaped from the filter during filter migration. Based on the information provided, procedural/handling factors and patient factors may have contributed to the event. An internal risk assessment has been opened to address this issue. There is no indication that this was related to a manufacturing or design issue, therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2012. The patient had terminal cancer that resulted in groin lymphedema. It was reported that the physician placed the filer upside down on purpose through the jugular because he did not want to retrieve the filter form the groin. Conclusion: as is reported by an affiliate, an optease vena cava filter was placed from jugular approach in the patients inferior vena cava. The filter was placed upside down on purpose because the patient had groin lymphedema related to terminal cancer. The physician did not want to retrieve the filter from the groin. The retrieval hook was placed towards the superior vena cava. Eight days after the procedure, the patient had chest pain after using the bathroom. A CT of the chest was performed and showed the ivc filter in the patient's right atrium. The patient was transferred to a different hospital where the filter was retrieved by a cardiothoracic surgeon via open heart surgery. The patient is fine and was discharged after open heart surgery. The patient had no problems in the days between filter implantation and filter dislodgment. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without product return or procedure films, the complaint could not be confirmed. The constrained filter is supplied in a plastic storage tube, which is to be loaded as a system into the sheath introducer hemostasis valve. As per the instructions for use (IFU), the storage tube is printed with colored arrows and text (femoral: green; jugular/antecubital: blue) to indicate the correct orientation. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information provided, procedural/handling factors may have contributed to the event. An internal risk assessment has been opened to address this issue. There is no indication that this was related to a manufacturing or design issue, therefore, no corrective action will be taken at this time.